Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085314) on 09-apr-2019. The most recent information was received on 09-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('every menstrual cycle heavy/ have cycles for 3 weeks in amonth') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: MRI done. Concomitant products included spironolactone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("severe cramping with every menstrual cycle"), headache ("I started getting severe headaches") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and headache had resolved and the alopecia was resolving. The reporter considered alopecia, dysmenorrhoea, headache and menorrhagia to be related to essure. The reporter commented: menstrual cycles were normal before essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # us-bayer-2019-227843 (medwatch 3500a MFR number 2951250-2019-12532) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-2019-071942 which will be retained. New: new reporters added (social media non-hcps, a lawyer). New event added: hair loss. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085314) on 09-apr-2019. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('every menstrual cycle heavy/ have cycles for 3 weeks in amonth') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: MRI done. Concomitant products included spironolactone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("severe cramping with every menstrual cycle"), headache ("I started getting severe headaches"), alopecia ("hair loss") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and headache had resolved, the alopecia was resolving and the sleep apnoea syndrome outcome was unknown. The reporter considered alopecia, dysmenorrhoea, headache, menorrhagia and sleep apnoea syndrome to be related to essure. The reporter commented: menstrual cycles were normal before essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: sleep apnea. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("severe cramping with every menstrual cycle along with heavy menstrual cycles/have cycles for 3 weeks in a month") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: MRI done. Concomitant products included spironolactone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("severe cramping with every menstrual cycle along with heavy menstrual cycles") and headache ("I started getting severe headaches"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and headache had resolved. The reporter considered dysmenorrhoea, headache and menorrhagia to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Patient menstrual cycles were normal before essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085314) on 09-apr-2019. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('every menstrual cycle heavy/ have cycles for 3 weeks in amonth') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: MRI done. Concomitant products included spironolactone. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, disability, medically significant and intervention required), dysmenorrhoea ("severe cramping with every menstrual cycle"), headache ("I started getting severe headaches"), alopecia ("hair loss") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea and headache had resolved, the alopecia was resolving and the sleep apnoea syndrome outcome was unknown. The reporter considered alopecia, dysmenorrhoea, headache, menorrhagia and sleep apnoea syndrome to be related to essure. The reporter commented: menstrual cycles were normal before essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added: sleep apnea. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.